Event description:
Dome detached during traction removal xylocaine spray was used during the removal. Indwelling period was 190 days.

Event description:
Dome detached during traction removal. Xylocaine spray was used during the removal. Indwelling period was 190 days.